Manufacturer narrative:
This MDR report is part of the 227 pilot program, exemption number e2015055. The 23 devices were received for evaluation. The reported event was confirmed with 21 devices; 10 devices were found to have corrosion; 1 device was found to be affected by debris; 4 devices were found to have corrosion and were affected by debris; and 6 devices were found to have a shattered bearing, corrosion, and debris. This devices are not repairable and were not returned to the user facilities. One device was found to be within specifications; the reported event was not confirmed. The reported event was not duplicated during testing for 1 device, but was found to have corrosion. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes <noe> 23 </noe> malfunction events, in which the devices were reportedly overheating. There was no patient involvement for 19 devices; no patient impact. There was patient involvement with 4 devices; no patient impact on 3 devices and 1 resulted in a first-degree burn.